Event description:
The patient reported that they got an infection and that the pump was explanted. The patient also reported that they were at 50 mcg/day of fentanyl and 4 or 5 mg/day of bupivicaine. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).